Manufacturer narrative:
Conclusion: according to the information received, the user reported that he accidentally dropped the device. During the repair process of a rondo 3 audio processor, a leaking battery was detected. Based on the extensive damage to the audio processor, it can be assume that the damage was most likely caused by strong mechanical stress. There has been no report of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
The rondo 3 audio processor was received at service repair. Preliminary inspection revealed broken housing and leaking battery. Per repair request form, the device was returned due to optical damage.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The rondo 3 audio processor was received at service _ repair. Preliminary inspection revealed broken housing and leaking battery. Per repair request form, the device was returned due to optical damage.